Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios, omnipod software app version: 2.1.0, operating system: 26.2, hardware: iphone16.2, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention at the emergency room on (B)(6) 2026 with hyperglycaemia. The patient¿s blood glucose levels rose to 490 mg/dl while wearing the pod for longer than 48 hours. The patient reported that the pod was leaking insulin and that they had received an automated delivery restriction notification. Reported symptoms include increased thirst, frequent urination and swearing. The patient also reported that the infusion site (arm) had a red raised bump with ¿oozing clear liquid¿. The patient was treated with intravenous fluids and reported they also had blood work, however the nature and outcome of these tests was not reported. The patient was released 12 hours later, on the same day.